Manufacturer narrative:
No analysis or conclusion can be established because no sample or lot number have been provided for investigation. Information has been added to the database for trending purposes.

Event description:
The company received a report where it was claimed that the tube developed a leak in the pilot balloon during patient use and causing distress. Extubation and reintubation of a replacement tube was required.